Manufacturer narrative:
One device was returned for analysis. The cause of the reported issue was liquid leakage. This indicated a reportable malfunction due to the liquid leakage, contaminated battery door and compartment and the reported issue was duplicated. The downstream occlusion sensor, seal upstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned because of a battery compartment was damaged. Upon physical inspection, liquid leakage was found. There was no patient involvement, no patient injury was reported.